Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to unknown product issue. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to insulation failure. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.